Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided g4: k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
Dr. Indicated peri-implantitis, loss integration. In (B)(6) 2020, the patient went to see a doctor because of missing tooth in upper left 4. After examination, the dental implant surgery was performed, and a 4.7*10 zimmer tsv implant was implanted. On (B)(6), 2022, the patient felt that the dental implant was loose. When she came to the outpatient clinic for examination, peri-implantitis and severe bone absorption were found, so removed the implant and performed inflammatory treatment. Tooth site # 24.

Event description:
It was reported that dr. Indicated peri-implantitis, loss integration. In (B)(6) 2020, the patient went to see a doctor because of missing tooth in upper left 4. After examination, the dental implant surgery was performed, and a 4.7*10 zimmer tsv implant was implanted. On (B)(6) 2022, the patient felt that the dental implant was loose. When she came to the outpatient clinic for examination, peri-implantitis and severe bone absorption were found, so removed the implant and performed inflammatory treatment. Tooth site # 24.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. PMA/510k: k101880. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.